Manufacturer narrative:
E1: initial reporter address: (B)(6).

Event description:
It was reported proximal stent damage occurred. A non-bsc stent was implanted in the side branch, followed by implantation of a promus premier stent in the lad. When advancing an nc 4.0 x 12 balloon in the lad to perform pot, the physician reported a proximal stent deformation. Focal calcified lesion of 70% in the mid segment of the lad, and focal 90% lesion at the proximal edge of a previous stent in dg2.